Event description:
It was reported that the patient experienced increased pain around the device and lead following a fall in may. The device "shifted" after the fall and as of july, the implantable neurostimulator had been turned off. The patient's insurance will not cover surgery until january 1st due to a pre-existing condition. Patient experienced increased pain since she turned off the ins. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).